Event description:
It was reported that the septum of an interlink buretrol solution set completely detached from the burette chamber. This occurred while injecting medication into the burette chamber during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed an inverted septum, which confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Examination of the septum component found that it was accessed through its edges rather than through the correct access at the center. The cause was determined to be related to an incorrect access of the septum by the user. Should additional relevant information become available, a supplemental report will be submitted.